Event description:
Initial troponin t stat results of 6 different pt samples as follows: 0.084 ng/ml, 0.103 ng/ml, 0.08 ng/ml, 0.1 ng/ml, 0.1 ng/ml, and 0.16 ng/ml. Same samples repeated gave results of <0.010 ng/ml, <0.010 ng/ml, 0.03 ng/ml, 0.03 ng/ml, 0.03 ng/ml, 0.06 ng/ml respectively. The field service representative performed performance check tests which were within specification. The field service representative determined the reagent pack was not working properly. After the reagent pack was replaced, the issue did not recur. If add'l info is received regarding the suspect reagent pack, appropriate notification will be provided.